Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient had inadvertently infused multiple boluses, a total of 10.65 units of insulin. The patient felt shaky and panicked with rapid, deep breathing and called emergency medical services. No blood glucose value for this time period was provided. Treatment included food and drink. By the time ems arrived, the patient's blood glucose was 273 mg/dl. There is no allegation or indication of pump malfunction, and the patient has resumed pump therapy. This complaint is being reported because the patient inadvertently infused 10.65 units of insulin, resulting in a call for medical assistance, presumed due to hypoglycemia.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. User error should be considered as the patient inadvertently infused 10.65 units of insulin.